Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force system and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and no delivery test due to motor error alarm. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 80mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error a couple times. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.